Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg will not be returned.